Manufacturer narrative:
The other additional device, cds0601-ntr( 90529u282) referenced in b5 is being filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue.all available information was investigated and a definitive cause for slda could not be determined in this event. The reported difficulty/delayed positioning was due to procedural circumstances/troubleshooting steps. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case.

Event description:
This is being filed to report single leaflet device attachment/sld, tissue damage, medical intervention.it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted large posterior flail. A clip delivery system (xtr cds 90601u104) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). An ntr clip (90531u224) was placed medial to the first clip to stabilize the slda. A third cds (90529u282) was advanced to the mitral valve to further reduce mr; however, the clip could not grasp the leaflets. Therefore, the cds was removed with the clip attached. It was suspected tissue damage due to the difficulty grasping, but this could not be confirmed. Additional treatment was not performed. A fourth cds (90601u105) was advanced to the mitral valve, and the clip grasped the leaflets fine, but the mean pressure gradient increased to 10mmhg. The clip un-grasped the leaflets, and the mean pressure gradient returned to baseline. The cds was removed with the clip attached. A decision was made not deploy anymore clips. The physician stated that during positioning, to get the four clips perpendicular to the line of coaptation, the dc handle was turned to 180 degrees instead of 90 degrees per the instructions for use. Two clips were implanted, reducing mr to 3-4. The patient was discharged two days later. There was no clinically significant delay in the procedure. No additional information was provided.